Event description:
It was reported the pt was unable to increase the stimulation. The sjm representative met with the pt and determined the contacts were within normal limits, but the pt was only able to feel effective stimulation using half of the contacts on the lead. Follow up identified the physician planned surgical intervention, but the pt was to contact the physician when the procedure was convenient.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.